Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1500617 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples were not firing. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the stapler did not reveal any obvious anomalies. The stapler was returned with 31 staples left in the cartridge indicating that at least 4 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple formed correctly but would not release. The next attempt resulted in the same problem: the staple would not release. Reference files (B)(4) for investigation photos. The anvil was removed from the customer sample and assembled into a lab inventory stapler. Upon squeezing the trigger the staple formed correctly and released. The anvil from the lab inventory stapler was removed and placed into the customer sample. The staple formed correctly and released. The forming tool from the inventory sample was assembled into the complaint sample stapler which resulted in no release on the first two attempts. The complaint has been confirmed however probable other remarks: cause cannot be established. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The root cause of the complaint cannot be determined. No corrective/preventative actions will be assigned. The reported complaint of "the staples not firing" was confirmed based upon the sample received. After a thorough investigation involving functional testing, a probable cause could not be established. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 31 staples left in the cartridge indicating that at least 4 staples have been fired by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staples were not firing. The patient's condition was reported as unknown.